Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation air/ water tube has foreign objects and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged couple device unit, the image is not displayed. Based on the results of the investigation, it is likely the following led to the foreign material: cause not established. The event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device exhibited an error e227, the issue occurred during inspection for use, before the patient room. There were no reports of patient involvement.